Event description:
The facility reported to customer service that the pump was over-infusing. This event occurred during biomedical testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation. A follow-up report will be filed upon completion of an evaluation, or if any additional info becomes available.